Event description:
The customer reported via phone call that the insulin pump experienced keypad issues. The customer stated that she had to press the button multiple times for it to react. The customer mentioned that the battery cap seemed to be stripped as well. The customer's blood glucose was unknown. While troubleshooting, the customer did not recall any significant events leading to the keypad issues. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on keypad traces. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and stripped battery cap coin slot.